Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite following proper instructions, the customer could not resume insulin therapy due to recurring cartridge alarms. Technical support instructed the customer on loading techniques, confirmed shipping details, and guided them on storage mode procedures. As a resolution, the customer was advised to return the pump with the problematic cartridge, and a replacement pump was sent by the support team.